Event description:
Information was received that this smiths medical cadd solis vip pump experienced over occlusion. No reported adverse effects.

Event description:
Device evaluation documented.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Device underwent functional testing, confirming the reported customer complaint. This was a result of the device being out of calibration and the problem source has been determined to be unknown.